Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a preface guiding sheath with multipurpose curve and the hemostatic valve was displaced. While pulling out a catheter, the hemostatic valve popped off the preface sheath. The physician was able to get the hemostatic valve seated back into preface sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed but the patient hemodynamics were not compromised. The approximate volume of blood that was lost is unknown.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve was displaced. While pulling out a catheter, the hemostatic valve popped off the preface¿ sheath. The physician was able to get the hemostatic valve seated back into preface¿ sheath. Device evaluation details: the product was returned to biosense webster for evaluation and it was sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed that the unit was thoroughly inspected and it does not present any hemostasis valve separation condition. However, a kinked/bent condition was observed. The dimensional analyses was found within specifications. A device history record review was performed and no internal actions related to the reported complaint were identified. The complaint reported by the customer was not confirmed, the hemostasis valve does not present any separation condition or damages. However, a kinked/bent condition was observed on the body/shaft. Exact cause of these damage could not be conclusively determined during the analysis. Dimensional analysis results were found within specification. Procedural/handling factors might have contributed to this issue. The produced catheter is inspected 100% before leaving the facility. Neither the DHR review nor the product analysis suggests that the found damage could be related to the manufacturing process of the unit. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve separation. Investigation findings: mechanical problems identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent/kinked condition found on the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).